Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/I bleed too much since I got the ablation.'), genital haemorrhage ('abnormal bleeding (general)') and uterine haemorrhage ('uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included hypertension, abdominal pain, pid pelvic inflammatory disease, arthritis, gestational diabetes, neuromuscular disorder nos, tooth loss, type 2 diabetes mellitus and gravida ii. Previously administered products included for an unreported indication: depo provera from (B)(6) 2011 to (B)(6) 2013 and oral contraceptive pills from 1996 to 1997. Concurrent conditions included tonsillectomy since 2011, morbid obesity, uterine bleeding, nabothian cyst and vaginal itching. Concomitant products included hydrochlorothiazide;losartan potassium (losartan + hydrochlorothiazide) for hypertension. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), fatigue ("always tired and mad"), rash ("rashes or skin conditions type: under my stomach/suprapubic rash "), migraine ("migraines / headaches"), headache ("migraines / headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with ibuprofen and surgery (endometrial biopsy on 30/10/17, hysterectomy (full) with bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, uterine haemorrhage, fatigue, vaginal haemorrhage, rash, migraine, headache, dysmenorrhoea, vaginal discharge, weight increased and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was reported (B)(6) 2012, now in current pfs , it was reported as: (B)(6) 2013. Insertion details: 2 coils noted on both side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.6 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: vaginal haemorrhage, rash, uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs & mr received. Reporter's information was added. Case become valid and incident. Injury nos replaced with new events. Date of insertion was updated. Date of insertion was added. Added event pelvic pain, always tired and mad, abnormal bleeding (general), abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), rashes under my stomach, migraines , headaches, dysmenorrhea (cramping), back pain, vaginal discharge, fatigue, weight gain, uterine bleeding, did not undergo an essure confirmation test. Event date was added. Medical history, historical drug, concomitant conditions, concomitant drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.